Event description:
It was reported that the patient experienced suspected urethral atrophy with his artificial urinary sphincter (aus). All the aus components were removed and replaced with a new aus system consisting of a 5 cm cuff, a control pump and a 61-70 cm balloon. The explanted cuff was implanted 4 years ago. No further patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.